Event description:
It is reported that the poly inserts would not seat into the tibial component.

Manufacturer narrative:
Eval summary: on each of the returned articular surfaces, the locking clip is indented and smashed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Eval: mfg documentation was reviewed and indicates that the devices were mfg, inspected, and package to spec.